Event description:
The sales representative who reported the incident indicated the following case details: "a stent was placed in the ostial rca. The flash balloon was inserted. The ptca balloon was inflated to nominal. A 0.4cc injection was used to inflate the flash balloon. The balloon seemed to inflate distal to the ptca balloon, causing a large cap dissection. The artery was completely shut down. They were able to reopen the vessel through balloon dilation and stent placement."

Manufacturer narrative:
The device used in the procedure was not returned to ostial for evaluation and only the information presented in the event description was able to be obtained from the physician. As such, bench testing was conducted on devices of the same model type under various simulated use conditions to attempt to recreate the reported issue of distal expansion. The results of the bench testing demonstrated that distal expansion of the flash balloon can only occur if there is grossly incorrect positioning of the device and/or guide catheter, indicating a likely root cause of operator error. The correct positioning for the device and guide catheter are clearly indicated in the device IFU. In addition to the case details, ostial corporation reviewed the manufacturing documentation associated with the device lot used during the procedure. No issues were noted that would have contributed to the reported incident. The instructions for use for the product were also reviewed and it was verified that dissection is listed as a potential complication associated with the procedure.